Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The battery voltage was 2.83.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the device was explanted and replaced by a cardiac resynchronization therapy pacemaker (crt-p) device.

Manufacturer narrative:
If information is povided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was nearing elective replacement indicator (eri) and did not meet the expected longevity. It was noted that the device was programmed with pre-arrhythmia electrogram (egm) continuously on per study protocol, therefore battery drainage was expected, however the customer believed this was early. The device will be explanted and replaced. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.